Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
A patient underwent standalone left atrial appendage exclusion (laae), via left video-assisted thoracoscopic surgical approach (vats). The procedure was successfully performed. On the 9th post operative day (pod), a CT scan showed that there was a larger than expected residual laa stump. The surgeon elected to remove the clip device on pod 16. During reoperation, the surgeon resected the laa and removed it from the base with a stapler. The remaining laa was tied off with an endoloop. The clip device was still on the appendage at the time of excision. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The clip portion of device was received for investigation. It was returned without the applier. Per investigation summary, the complaint could not be confirmed.